Event description:
A customer reported a signal loss issue which resulted in the low glucose alarm not triggering with the freestyle libre 2 sensor. The customer subsequently experienced nausea and loss of consciousness, and required treatment of glucose and chocolate at a hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh005tpelm has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in sensor state 5 (indicating normal termination). Upon visual inspection, no failure modes were observed on the sensor plug assembly. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue which resulted in the low glucose alarm not triggering with the freestyle libre 2 sensor. The customer subsequently experienced nausea and loss of consciousness, and required treatment of glucose and chocolate at a hospital. There was no report of death or permanent injury associated with this event.